Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that, during intraocular lens (iol) implant procedure, a fibrin material on optic of iol was noticed. The surgery was completed by using another iol. Additional information was requested.

Event description:
Additional information was received that, there are whitish thin linear strands visible on the iol surface in the mid-periphery & periphery at 12:00,1:00, 4:00, and 5:00. The debris does not appear to be inflammatory in nature.

Manufacturer narrative:
Product manufacturing site updated due to initial report submission in incorrect manufacturing site. Manufacturer report number corrected and reported under [1119421-2022-00948]. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for evaluation. A photograph was provided. One slit lamp photo was submitted. It is a diffuse magnified image of a dilated eye focused on the anterior surface of the iol. The image is of good quality. There are whitish thin linear strands visible on the iol surface in the mid-periphery & periphery at 12:00,1:00, 4:00, and 5:00. The debris does not appear to be inflammatory in nature. A determination as to the nature and origin of the material cannot be made from the photograph. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The lens model is only qualified for use in the b and c cartridges. Associated product were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The product and linear material were not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. Per the instructions for use (IFU): company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).